Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneous results generated by the unicel dxc 800 pro synchron chemistry analyzer. Twenty seven (27) glucose cup and three (3) phosphorous cup patient results were erroneously reported and later amended. Customer noticed low glucose patient results earlier on the day of the event. Some examples of the glucose results were provided. The initial results were in the range 63-258 mg/dl and upon rerun the results were in the range 87-369 mg/dl. The results were amended. It is unknown if there was an effect to patient or user with regard to this event.

Manufacturer narrative:
Qc on the morning of the event was fine and then was out later in the day. Customer changed and recalibrated glucose reagent. Calibration failed. A field service engineer (fse) was dispatched and verified events that were reported to hotline by the customer. Fse found a loose mc sample syringe base which he said to have contributed to this event. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.